Event description:
Dr. (B)(6) reached out today, (B)(6) 2026 notifying jared and I of a previously implanted enterra patient who has both the leads and ipg eroding into the stomach. This was found on an upper egd. She said the patient is doing well, eating normally and has no food in the stomach. Dr. (B)(6) will be working on scheduling an explant of both the ipg & leads and new implant to follow. Explant kit will be needed once the patient is scheduled.

Manufacturer narrative:
No anticipated date for explant at this time. Will continue to follow-up with dr. Barber and report back once explant is scheduled and completed..